Event description:
It was reported that the ilet pump screen became unresponsive and could not be unlocked after multiple attempts, and the user observed a small crack on the display; the user was unable to access notifications to accept a software update, disconnected the pump, and reverted to multiple daily injections. Symptoms included difficulty interacting with the device user interface. Outcomes included interruption of insulin pump therapy and a return to injections, with plans to return the device. Investigation included troubleshooting and education by support and arrangements for device replacement, with data sync guidance and device shutdown instructions provided. Investigation of this case revealed a damaged screen consistent with a hardware display failure that impeded normal operation and update acceptance. It was concluded, based on previously established findings for similar reports, that the cause was device damage to the screen leading to user interface failure.